Event description:
It was reported that the patient's lead was fractured which was verified through x-rays. As a result the patient lost effective therapy. Surgical intervention is planned to address this issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information was received that the patient's lead was explanted and replaced. Effective therapy was established postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.